Manufacturer narrative:
D.4. Medical device expiration date: unknown. H.3. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. H.4. Device manufacture date: unknown.

Event description:
It was reported that during use with bd micro-fine¿ pro pen needles 32g x 4mm the medication was unable to be delivered. The following information was provided by the initial reporter, translated from japanese to english: customer reported that the injection was prepared, but no fluid came out.

Manufacturer narrative:
The following fields were updated due to additional information: d4: medical device lot #: 1195588. D4: medical device expiration date: 31-jul-2026. H4: device manufacture date: 14-jul-2021. D10: device available for eval yes, d10: returned to manufacturer on: 01-sep-2023. H6: investigation summary: sixteen open 32g x 4mm pen needle samples were returned from an unknown lot. No., cat. No. 320559 along with one sealed 32g x 4mm pen needle sample from lot no. 1195588, cat. No. 320559 and five photos. Visual examination was carried out on the sixteen open samples and photos and a bent non patient end of cannula was observed on thirteen samples. A clog test was carried out on the remaining three open samples and no issues were observed. A clog test was also carried out on the sealed sample and no issues were observed. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications. As all confirmed samples were returned open it is not possible to determine root cause.

Event description:
It was reported that during use with bd micro-fine¿ pro pen needles 32g x 4mm the medication was unable to be delivered. The following information was provided by the initial reporter, translated from japanese to english: customer reported that the injection was prepared, but no fluid came out.